Event description:
According to the reporter, during the appendectomy procedure, the ligation clip broke resulting in secondary bleeding at the surgical site of the patient. To resolve the issue, the surgeon replaced the clip using a qualified product and treatment of the bleeding.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.